Event description:
Additional information was obtained and indicated via patient remote monitoring system that this ICD and rv lead displayed low oor pli measurements again. The rv lead was dislodged and was confirmed upon fluoroscopy. Since implant, the sensing and impedance had gone down and threshold had gone up. It also appeared that the patient was having a twiddler¿s syndrome as the lead was twisted and frayed just above the proximal coil. This rv lead was explanted and replaced. However, the device remains in service. The hospital will keep the lead initially and will then be handed to the field representative. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) pacing lead impedance measurements. The system remains in service. No adverse patient effects were reported.